Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 4.8 inr, qc 2: 4.7 inr, qc 3: 4.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Routine retention testing is performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Unique identifier (UDI) #: (B)(4).

Event description:
We have received an allegation of a mini stroke while using the coaguchek xs meter serial number (B)(4). On (B)(6) 2021, the patient's result from the meter at 6:22 a.m. Was 3.4 inr and at 2:26 p.m. Was 3.6 inr. The patient went to the ER. The result from the laboratory at 8:00 p.m. Was 2.76 inr. The result from the patient¿s meter at the same time was 3.4 inr. The patient tested with the meter again at 8:09 p.m. With a result of 3.3 inr. A CT scan and an EKG were performed. The patient was diagnosed with a mini stroke. The patient was in ER for several hours, medication was kept the same and the patient was released. The patient was not admitted to the hospital and no medical treatment was necessary. The patient¿s condition is "okay". The patient¿s therapeutic range is 2.5-3.5 inr. The patient normally tests monthly.